Event description:
It was reported during a ventricular tachycardia ablation procedure a pericardial effusion occurred. The physician placed an array catheter in the right ventricle for mapping and was ablating on the posterior wall of the right ventricular outflow tract with a safire ablation catheter and a 1500t11 generator with settings of 50 degrees celsius and 50 watts when he heard a "pop". He noted on fluoroscopy a change in the image of the heart from the start of the procedure and confirmed a cardiac tamponade. The pt lost consciousness and a pericardiocentesis was performed along with cardiopulmonary resuscitation. The pt also received a blood transfusion. The pt's current status is stable. The physician did not say there were any problems with the catheter.

Manufacturer narrative:
The device has not been received for analysis. When our investigation is complete, a f/u report will be submitted.